Manufacturer narrative:
In 2008, avid medical's sales rep was contacted by a healthcare in regard to 6 trays that were rejected by the facility as defective. Five trays of avid catalog number orhs070-66 lot 489260 mfg april 2008 were rejected for particulates and 1 tray of avid catalog number orhs070-06 lot 491094, mfg march 2008 was rejected for a hair. On 7/18/08 avid received med watch uf/importer report # which stated "we opened 5 ep surgery packs for a pacemaker and all 5 of them were contaminated with hair and 4 others with cardboard pieces." Lot numbers 489260 and 491094 were listed. A credit was issued to the customer and avid complaint numbers were issued to investigate. The investigation revealed that the tray contains several plastic components such as bowls and lids. To prevent particulates from packaging (such as cardboard) and other items from being introduced to the tray avid required all items be inspected for debris and wiped clean (if necessary) prior to being placed in the tray. This requirement is documented in avid's inspection process work instruction. The issues outlined in this med watch report and avid complaints indicate a failure to follow documented procedures. The dhrs for the lots in question were reviewed to determine the production team lead's responsible for the builds. The details of the complaint and med watch report were reviewed witht the applicable employees. In addition, a formal in-service was conducted with production team leads outlining avid/qsr requirements geared at preventing contamination. Records are on file at avid.